Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient has had their valve since 2008 and lived 2 hours away from the hospital. It was stated the patient, when traveling from home to the hospital, experienced pressure changes and caused them to go blind. The patient tried to get a healthcare professional near them with the adjustable tool and training in their area to avoid travel and have been unsuccessful. The patient's status at the time of this report is alive-no injury.

Manufacturer narrative:
E1. Initial reporter information is unavailable due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the valve was functioning as intended but seemed susceptible to atmospheric pressure changes although that had not been proven.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.